Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the netherlands reported via a fisher & paykel (f&p) healthcare field representative that an mr290v vented autofeed humidification chamber provided as part of the rt265 infant dual heated evaqua2 breathing circuit was reported to have a loose connection. There were no reported patient consequences.